Event description:
During an angiogram of the heart, the distal part of the guide wire broke off in pt's coronary artery. The pt was notified by the physician. The md decided to leave it and to not retrieve it due to risk of complications of removal. There was no adverse reaction or injury to the pt.